Event description:
It was reported that the device could not be interrogated after attempts were made with two different programmers. No pacing could be observed, with, or without the magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).